Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was articulated and had tissue between the jaws. Functional testing found that the main screen indicated the strain gauge was unresponsive due to the firing rod being out of position. The adapter body was opened up, and the articulation mechanism was found to be out of home position. It was reported that the instrument was locked on tissue, knife blade was difficult to retract and not firing completely. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of articulation mechanism not in home position and firing rod not in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open, reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, on the last firing with reinforced reload, the firing got stuck half way. A restart did not open the jaws, the surgeon detached the adapter from the handle and used the manual retraction tool to retract the knife and open the jaws. However, the knife would not move backwards, only forward, making it impossible to open the jaws and release the tissue. The surgeon had to cut the tissue to take out the stapler with its closed jaws. Then the surgeon had to suture the hole made in the tissue, causing a bleeding.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)); sigtrsb60amt 60mm med thk reinforced rel (lot#: n3f0012y); sigpshell, sig power sigpshell control shell (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.